Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed assistance with accessing MRI mode for an upcoming MRI. Patient services walked the patient through connecting to their settings and the patient was able to successfully activate MRI mode. The patient was mr conditional full body eligible and patient didn't want to deactivate until after their MRI was done. The patient mentioned they hadn't been using the therapy because it wasn't helping them at all and that sometimes it would work and sometimes it wouldn't. The patient stated they were going to take it out after they got their MRI because it hadn't done anything for them since they got it in (B)(6) 2024. Patient services did not ask any further questions about the patient's report as they were focused on the patient 's reason for call: MRI compatibility and MRI mode. Patient services reviewed with the patient though the MRI mode showed full body eligible, the device registration showed the patient's original system was never explanted and asked the patient if they knew if the previous system was removed when they were implanted with their current ins. The patient stated they didn't really know if the previous system had been removed or not and stated that no one had told them about what was done. Patient services reviewed with the patient to follow up with their health care provider (hcp) to confirm if the previous system had been removed or not and advised the patient their MRI mode was only eligible if their previous system had been entirely removed. Patient to follow up with their managing health care provider to discuss their symptom concerns and to check to see if the previous system had been removed. Patient stated if it was removed, they would call back to update device registration. Patient services emailed the field about the discrepancy between device registration and the patient's MRI mode. Documented reported event. No further action was taken by patient services. Case reopened due to rep reply on (B)(6) 2024. Rep reported that the patient's previous system was entirely removed and stated that they'd updated device registration with the information. Email did not require a response. Closed case again. Caller called back for help with MRI mode. Assisted caller with deactivating and reactivating MRI mode. The caller noted that they just want to leave it in MRI mode until they have the MRI even though it is not scheduled yet. The caller noted that they are planning having the implant removed. Emailed MRI mode instructions to the caller.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.